Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests her blood glucose 2x daily and her results are usually around ¿110 mg/dl.¿ the alleged issue began about 2 months prior to contacting lfs (intermittently). The patient manages her diabetes with insulin and glucophage pills. The patient continued to follow her usual management routine. The patient confirmed she did not develop symptoms or receive medical treatment due to the reported issue. There was no indication of misuse. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms or receiving medical treatment. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.